Event description:
Procedure: bilateral inguinal hernia repair. According to the reporter: the user squeezed the handle of the instrument to the full extent to deliver a helical fastener which resulted in the fascia being cut causing bleeding. The surgeon tried to fire the 2nd time but the same condition occurred. Another tacker was used to complete the procedure. Less then 250ccs of blood loss was reported and the operative time was not extended by more than 30 minutes. Pt have recovered.

Manufacturer narrative:
Initial report submitted: april 21, 2008.